Event description:
It was reported that pump experienced malfunction alarm with code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump without assistance, continued using current pump with plan to use alternate insulin method if needed, and was informed that pump qualified for replacement under warranty; technical support arranged shipment of replacement pump.